Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 52 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.